Event description:
A report of a corneal ulcer associated with lens wear was received from an eye care professional. A pt that has worn the lens previously and uses the lens overnight, was diagnosed with a corneal ulcer. The pt had been refit because of a tight fitting lens and had utilized rewetting/comfort drops. An ulcer was later diagnosed. The eye care professional felt the new change in packaging, tint, and design of the lens was a contributing factor of the ulcer. The issue has not resolved and the pt is expected to be refit into another brand. No further information was provided.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a follow-up medwatch will be filed. (B)(4).